Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On 10/16/2024, the day of the event, the cgm reading was 72 mg/dl, and the patient just got into her car. When she was about to start the car, she felt that her body was shaking, and she started to have convulsion. The patient called her friend and who called a paramedic. No fingerstick was taken by the patient, but when the paramedics arrived, a fingerstick was done and showed a low reading but no specific reading was remembered. The patient did not know the cgm from the time of the fingerstick. The paramedics gave the patient dextrose and brought the patient to the hospital. When the patient arrived at the hospital, she was not feeling well and cannot remember most details. A fingerstick was taken at the hospital, but no reading was remembered. No further medication was provided, and after almost 3 hours, when the blood glucose reading had gone up to 90 mg/dl, the patient was advised to eat a regular meal and avoid eating foods with sugar and was sent home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available